Event description:
It was reported that, "checking function of inserter while resetting the trays for case noticed both were broken."

Manufacturer narrative:
Additional information has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.